Event description:
Patient had a right cochlear implant placed earlier in life for rehabilitation of bilateral deafness. This has functioned well, and patient developed good speech and language skills. Recently, patient's speech perception abilities deteriorated, and patient's device was interrogated and found to be electronically failing. No injury other than required another operation.